Event description:
The ge oec 2800 uroview fluoroscopy system displayed table communication failure error during procedures. Also reported issues with fluoroscopy.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the tgi pcb was bad. The tgi pcb was replaced. The configuration and calibration files were reloaded. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.